Manufacturer narrative:
The service rep erased and reloaded the flash memory on ffb and gib in c-arm. The system operates as intended.

Event description:
The customer reported the c-arm locked up. It beeped as if making xrays and the collimator coned in. Also the unit started to fluoro by itself during a case. It then rebooted itself and stopped halfway through reboot. A patient was involved with no injuries. The customer was able to finish the procedure.